Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient said "it does not work anymore" - caller is unsure if the patient was referring to the programmer or the ins because the patient noted she no longer has the programmer. The caller was unable to clarify "does not work" but noted the patient said "it" stopped working a year or two ago. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The root cause of the device not working is unknown. The patient stated that she wants it out because it doesn't work. No further complications were reported.